Event description:
Information was received indicating a pump with a cadd cassette reservoir attached exhibited an unresolved no disposable alarm mid infusion. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).